Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that during suturing of the lead in place, the suture sleeve was cut by the suture. The physician was unsure if the insulation under the suture sleeve was compromised. The lead was exchanged while the pocket was still open. There were no patient consequences.